Event description:
It was observed that during the device evaluation, the xenon light source exhibited faulty scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed a faulty scope socket. It was presumed that the scope was not detected due to the slide detecting of the output socket not functioning correctly. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.